Event description:
A surgeon reported that a memory lens implanted in a pt's left eye in 2000 has since opacified. The lens was explanted & replaced in 2004 with no complications reported. Visual acuity reported as 20/30, os and the pt doing well at 4/04 visit. Prognosis is excellent. No further info is available at the time of this report.